Event description:
Customer reported to beckman coulter, inc. (Bec) that a faint red color fluid leak accumulated on the right side of the coulter lh 750 hematology analyzer. Customer reported that the leak was not contained within the instrument. Customer reported that the volume of the leak was abut 10 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the sweep flow canister, which resolved the leak.

Manufacturer narrative:
Results: sweep flow canister. (B)(4).